Event description:
It was reported that during a coronary angiography and percutaneous transluminal coronary angioplasty (ptca) and stent procedure involving one onyx trucor coronary drug eluting stent inflation difficulties were encountered as the device failed to inflate and a balloon leak occurred. It was not difficult to remove the protective sheath/stylette. The device was not inspected prior to use. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The concentration of contrast/saline used was 10:10. The stent failed to deploy. A new inflation device was used and the procedure was repeated again, but the issue remained. There was zero inflation of the balloon. There was no detachment of the device. The stent was not implanted and the device was removed from the patient over the wire through the guide catheter without any difficulties. There was no intervention required to remove the device from the patient. After the stent was withdrawn from the catheter, the device was inspected and it was discovered that the balloon had leaked. A replacement stent was used to complete the procedure. The same inflation device was used successfully with other devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx rx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the balloon returned deflated with the stent as per spec with crystalised residue/blood visible in the hub and balloon. The device was placed in the water bath to disperse the blood/residue in the balloon/inflation lumen in order to aid inflation, however the device would not inflate. Deformation was observed on the distal stent wraps, with struts deformed. No deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.